Event description:
Additional information was received from a consumer indicated the patient was previously receiving bupivacaine and dilaudid via an I implanted pump for spinal pain. It was reported the pump and catheter were recently removed and the surgeon gave the removed pump to the patient for them to keep. Since removal, the pump had begun alarming, and the patient was wondering what to do with pump. Pump disposal was discussed. It was further reported the pump was removed because "it broke and fell out of the pocket and tangled the leads and threw me into withdrawal twice and I almost died". It was noted the system was removed around the middle of june (exact date unknown). Further information was not provided.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg4yhul01 implanted: (B)(6) 2021 product type catheter product ID 8709sc lot# n321392006 implanted: (B)(6) 2012 section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 2022-12-17, UDI#: (B)(4) product ID: 8709sc, serial/lot #: (B)(6), ubd: 2014-02-13, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable pump for an unknown indication of use. It was reported that the patient was having withdrawal symptoms due to pump flipping and sitting at an odd angle. Pump pocket revision was done and a catheter access port was done to confirm that the catheter was patent. The catheter access port was successful. The pump pocket was revised to a more medial midline from where it was. The healthcare provider (hcp) tacked the pump down with proline to stabilize the pump more. The issue was resolved at the time of this report. The patient's weight and medical history was asked but unknown. The patient was alive with no injury at the time of this report.